Manufacturer narrative:
Concomitant products: product ID 37612, serial # unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389, serial # unknown, implanted: (B)(6) 2014, product type lead; product ID 3389, serial # unknown, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_ext, serial # unknown, implanted: (B)(6) 2014, product type extension; product ID neu_unknown_ext, serial # unknown, implanted: (B)(6) 2014, product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387-28, implanted: (B)(6) 2014, product type: lead. Product ID 3387-28, implanted: (B)(6) 2014, product type: lead. Product ID 37086, implanted: (B)(6) 2014, product type: extension. Product ID 37086, implanted: (B)(6) 2014, product type: extension. (B)(4). The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported the event was caused by a series of progress and was due to the process of treatment. There were no lead abnormalities during the implant surgery. The linked section was crusted so wound dehiscence had occurred.

Event description:
It was reported the extension lead was exposed at the post-auricular region. There was an ulcer at the connector site of the extension lead and it was exposed. The extension lead and the stimulator were changed out and replaced with a new one. The devices were replaced with new ones due to infection at the site. The patient outcome was noted as remission. I additional information is received a follow-up report will be sent. Refer to manufacturer report # 3007566237-2015-00734 .the patient is implanted with multiple systems and it was unclear which system was involved in the event.

Event description:
Additional information received reported the patient had to be hospitalized or had to stay longer for treatment. Replacement was done on (B)(6) 2014.